Event description:
As part of a legal dispute, intuitive surgical inc.(isi) received information regarding a patient who underwent a da vinci robotic-assisted hysterectomy on (B)(6) 2009. Isi was not provided with the operative report. No supplemental information was provided. Allegations of patient complications were as follows: intestines wrapped around tube; patient died. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for complications experienced by the patient and her subsequent demise. No previous complaint was reported relating to this event. Isi has reviewed the system logs for the site and no surgical procedures were found to have occurred with a date of (B)(6) 2009. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleges that the patient's intestines wrapped around tube; patient died. However, at this time, the cause of the patient's operative complications are unknown.